Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported that a pt being lifted with a maxitwin floor lift fell out while care staff were attempting to weigh her. While there were no injuries reported, the facility has yet to give a complete summary of the event.